Event description:
It was reported that the cartridge was damaged at the shroud. Although requested, no additional information was provided by the customer. Customer¿s blood glucose level was 177 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.